Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer reported it was difficult to unlock the screen due to the cracked touch screen. The customer was able to unlock the screen by pressing buttons in different places on the screen. The customer's blood glucose was approximately 225 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.